Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of an erroneous low result for 1 patient sample tested for elecsys hcg + beta test system (hcg + b) on a cobas 6000 e 601 module. The initial hcg + b result was 0.100 mui/ml with a data flag. This result was reported outside of the laboratory where a repeat test was requested by medical personnel. The sample was repeated and the result was 3078.0 mui/ml. There was no allegation that an adverse event occurred. The hcg + b reagent lot number was provided as "111111". The expiration date was not provided.

Manufacturer narrative:
The hcg + b reagent lot number was 284292. A specific root cause was not identified. Additional information was requested for investigation but was not provided. Calibration signals from 30-dec-2017 were acceptable. Qc results did not show any issues. No reagent issues are suspected. No issues were identified during a review of the alarm trace.